Event description:
It was reported that a user experienced an issue with a tandem usb cable, which was broken at the connection point to the pump, rendering it unusable for charging. There was no reported impact on the customer's blood glucose level. No further information was available, and the device was not returned, but it was noted that the pump was still within the warranty period.